Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the maryland bipolar forceps instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had a burnt hole on it. No further information was provided. There were no reports of patient involvement or patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The maryland bipolar forceps instrument has been returned and evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. The instrument was found to have charring and localized melting at the yaw pulley. The instrument passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. Correction: adding annex code b13 for the follow up information that was provided on initial MDR.

Event description:
Refer to h11 for follow-up information.